Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when add'l details became available.

Event description:
It was reported that the motorized c-arm on the 9800 sys would not move. The c-arm could be moved manually. This did not happen during a case. No pt injury was reported.